Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report monopolar would not deliver energy and prior to calling user had power cycled the integrated electrosurgical unit (iesu) or erbe and replaced green monopolar energy cable with no change. Error c-34 was observed on erbe in logs. Tse advised erbe will need to be replaced and for current case offered to swap vision side cart (vsc) or use a force triad. Tse reviewed status and options, and customer stated neither option was available and unsure how surgeon would proceed. Clinical sales representative (csr) called for information on how to connect a force triad generator. Tse provided the guidance. The procedure outcome was unknown, and no known impact or patient consequence was reported.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem. Updated annex c - inv findings desc 2 to c22 - appropriate investigation findings term/code not available. Updated annex d - conclusion desc 1 to d11 - cause traced to user. Updated annex d - conclusion desc 2 to d15 - cause not established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed. A review of the logs confirmed that the issue occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The erbe was tested using a well-known system and the unit powered on and displayed error c-34. The unit will be sent back to original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.